Event description:
Information was received related to a study conducted outside of the u.s. Reporting that the patient had proximal dissection (type f) during stenting of the target lesion (rca). This event was resolved with two additional stents. No additional information was available.